Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced shortness of breath, chest discomfort and a pacemaker mediated tachycardia (pmt) event. The boston scientific technical services consultant reviewed presenting electrogram which showed a slow pmt event with an atrioventricular search algorithm along with the intrinsic atrial activity slowing down. The ts consultant recommended to bring the patient to the clinic for confirmation if the pmt event went below the maximum tracking rate. As of this time, this ICD remains in service. No adverse patient effects were reported.